Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was ripped. There were no fragments that fell into the patient. A backup tip cover was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory was inspected prior to use. The ripped mcs tip cover was removed whole from the patient. Nothing fell inside the patient. The mcs tip cover accessory did appear to be properly installed during the surgical procedure. There was not any difficulty in removing the instrument and mcs tip cover accessory. The procedure was completed robotically. The surgeon believes that the tip cover accessory was positioned too low on the mcs instrument and the natural opening and closing of the scissors throughout the operation caused a tear. Or a small defect was created while placing the mcs tip cover on the instrument, which was not noticed and worsened throughout the procedure with the natural opening and closing of the scissors until it was noticed. This instrument was used throughout the entire duration of the operation. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The surgeon did not install the mcs tip cover accessory, but the surgeon did not notice the orange surface being visible during the operation. The mcs tip cover accessory possibly was installed beyond the orange surface, but the surgeon did not recall noticing a bulge. The mcs instrument wrist was straightened upon removal. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred. The procedure was robotically completed.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs tip cover accessory was analyzed and found to have tearing at the mouth on the distal end. The tear is axially aligned with the mcs tip cover and measures approximately 0.190¿ in length. There are no signs of thermal damage present at the end of any tears. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.